Event description:
Consumer claims she was using a heating pad for arthritis and sciatica by laying on heating pad. She is alleging that she received burns on her buttocks.

Manufacturer narrative:
Consumer admitted to laying on the heating pad and using it on insensitive skin, which are violations of the warnings and instructions provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.